Manufacturer narrative:
Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having trouble detecting temperature port 1. They plugged the same cable into temperature port 2 and it displays. They were asking whether they can do anything to run therapy off of temperature port 2. Confirmed two cable and two different probes will register on temperature port 2, but not temperature port 1. Explained a temperature was required in temperature port 1. Asked nurse to send device to biomed for repair.

Event description:
It was reported that the arctic sun device was having trouble detecting temperature port 1. They plugged the same cable into temperature port 2 and it displays. They were asking whether they can do anything to run therapy off of temperature port 2. Confirmed two cable and two different probes will register on temperature port 2, but not temperature port 1. Explained a temperature was required in temperature port 1. Asked nurse to send device to biomed for repair. Per follow up information received via phone on 06may2025, spoke with biomed, who said they found the pt1 port was damaged. It looked as if the cable had been removed or inserted too forcefully over time, leading to a cracked port. The iso circuit card was replaced.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. It was reported that the arctic sun device was having trouble detecting temperature port 1. They plugged the same cable into temperature port 2 and it displays. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d- UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having trouble detecting temperature port 1. They plugged the same cable into temperature port 2 and it displays. They were asking whether they can do anything to run therapy off of temperature port 2. Confirmed two cable and two different probes will register on temperature port 2, but not temperature port 1. Explained a temperature was required in temperature port 1. Asked nurse to send device to biomed for repair.